Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report. D6a and d6b should have been left blank on the supplemental manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
D4: updated device information d6a and d6b: updated implant and explant date.

Event description:
An impella 5.5 device was inserted into the right subclavian artery in a 67-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in cardiomyopathy, and in scai stage e shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), the physician was concerned with high purge pressure on the automated impella controller (aic). In addition, there was a yellow controller failure alarm. The nurse also stated that there were a couple of instances where the placement signal (ps) disappeared; however, it came back and was present when the controller failure alarm appeared. The pump and purge were successfully switched. No issues were noted after the change to the new aic. The impella functioned at p-5 at 2.5l/min. The post-procedure outcome is survived at explant with a bridge to transplant. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.